Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood collection room, blood was drawn into the relevant tube. Before the transfer of the tube for testing, the hcp noticed a white foreign matter adhering to the outer or inner surface of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "in the blood collection room, blood was drawn into the relevant tube. Before the transfer of the tube for testing, the hcp noticed a white foreign matter adhering to the outer or inner surface of the tube."